Event description:
After updating my iphone to ios 18.5, the freestyle libre app stopped working reliably -- glucose data was unavailable or delayed. The app gave no warning that the new ios version was unsupported. Abbott provides no in-app notice or fallback guidance. This failure left me without critical glucose monitoring, putting my health at risk. There is no way to re-scan or reconnect the sensor, and no rollback option. A warning should be mandatory for medical apps. Abbott's failure to alert users about incompatibility is unacceptable.